Manufacturer narrative:
Device evaluation: the transmitter has been returned and evaluated by product analysis on 16-feb-2018 with the following findings: during investigation, the transmitter was able to be paired with the pump correctly. Blood glucose values were set twice within 2 hours and both values were entered successfully. The pump and transmitter were exercised for 24 hours and the devices performed within specifications. The pump case was removed and no intermittent condition was found to the cgm module. The complaint of a cs 215 call service issue was not duplicated during investigation.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 090) issue. It was alleged that call service 215 alarm was emitted when the transmitter was in use. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the interruption of the continuous glucose monitoring data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions.